Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet screen was cracked and unresponsive. The device had been kept in the user¿s pocket and the cause of the crack was unknown. The user continued monitoring bg using dexcom g7 and the dexcom app and confirmed they had a backup therapy option. No adverse event or bg excursion occurred. Device return was arranged, and the user was instructed on syncing logs and managing the replacement ilet.